Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of over 600 mg/dl. The customer expressed a possible onset of diabetic ketoacidosis. The customer was treated for the high blood glucose with manual injections. The customer stated that they were hospitalized for low blood glucose days prior to the initial call. The customer did not provide the date or any further information about the hospitalization. The customer was advised to call back to troubleshoot the high blood glucose if the issue persisted.